Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched message, which was reproduced but through review of the history log could not be confirmed to have occurred on the reported event date. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no patient involvement.